Event description:
A malfunction was reported on a pump, occurring after it went through tsa. There was no adverse impact to the customer's blood glucose level. Further troubleshooting could not proceed due to a pump button issue, identified with fault ID 929849, and the malfunction code was resettable.